Event description:
It was reported that the patient has had pain in the device area for the past month. The patient states that they got dizzy and fell. The patient has moved and is attempting to have the device checked. Our records indicate that the device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No evaluation other description: device is still in use. (B)(4).